Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a defective bloodline was used during a patient's hemodialysis (hd) treatment. Upon further follow-up it was revealed that the event resulted in a blood leak and an unknown amount of blood loss. There was no report of an adverse event occurring due to the blood loss. No further details were provided. The sample is not available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a defective bloodline was used during a patient's hemodialysis (hd) treatment. Upon further follow-up it was revealed that the event resulted in a blood leak and an unknown amount of blood loss. There was no report of an adverse event occurring due to the blood loss. No further details were provided. The sample is not available for evaluation.